Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Insulation degradation was noted at 7.1cm from the connector pin. The silicone was not damaged at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.